Manufacturer narrative:
No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. A rational senor malfunction was found in the begin of the run. No drive stall or timeouts were observed with these transitions. The malfunction did not repeat during the run, and were not replicated during a rerun. Inspection of the drive commutator cap and drive mechanism did not find any abnormalities. The cause of the malfunction of the rotation sensor assembly could not be determined. However it could be concluded it did not contributed towards the reported symptom code. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 14 mmol/l (252 mg/dl). The patient noted bleeding from the insertion site (arm) after wearing the pod for between 1 and 4 hours. As treatment, a new pod was applied.